Manufacturer narrative:
The pod was received with the cannula fully deployed. The soft cannula measured the correct full length according to specification and no damage was observed. Inspection of the fluid path components found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Small cracks were observed on the top housing of the received pod. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggested that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device was returned/received and is pending an investigation.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being damaged, while wearing it on the leg. For treatment, the patient changed out the pod and gave correction bolus.